Manufacturer narrative:
(B)(4). (B)(4). The site has indicated that the incident sample has been discarded. A covidien representative visited the site to observe procedures by the surgeon and reinforce proper ligation technique. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. See scanned pages.

Event description:
The customer reported that the pedicles did not properly seal even though an end tone, signifying a completed seal-cycle, was heard. The surgeon had sutured the pedicles to stop any bleeding. There was no injury to the pt.